Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported the screw bent on an unknown date. No further information is available. This is 1 of 1 device for this event reported on complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Additional evaluation was conducted. The report indicates that the measurable dimensions of the returned screw were checked and found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. Unfortunately the information given did not provide sufficient evidence for an exact determination of the failure reason. Too much mechanical force during insertion has lead to the deformation of the screw. Note that we have not had a single complaint with this article so far, therefore a manufacturing related condition can be excluded. No product fault could be detected. Device was used for treatment, not diagnosis.